Event description:
It was reported that the cartridge was damaged at the pigtail. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.